Event description:
Difficulties were reported when using a diver c.e. Kit device to treat a lesion in the coronary artery. Vessel was tortuous and calcified. Friction was experienced with the introducer sheath and the device broke. Force was applied due to the fact that the operation was an emergency. Another diver c.e. Kit device was used to complete the procedure. No device fragments remain in the patient. No patient complication reported. Evaluation summary: the device was broken at the rx port welding between the bilumen tube and the median tube. 2 kinked points were found: one on the median tube and one on the proximal tube. The cross section of the bilumen tube with its gw lumen was found within specifications.

Manufacturer narrative:
(B)(4). Evaluation: (based on the information provided no definitive root cause can be determined). Conclusion: (user handling in emergency situation).